Event description:
The report indicated that three (3) days after the second cardiac ablation, the patient experienced cardiac tamponade. No extension of hospitalization was reported. Additional information was received which indicated that the patient returned to the room around noon, after the procedure, and started to complain of discomfort for about an hour, blood pressure decreased, and fluid replacement was performed. Approximately 4 and half after returning to the room, drainage was performed. The physician commented that the symptoms occurred after some time had passed postoperatively. Additionally, since the drained fluid was venous blood, the cause was suspected to be related to the right heart (such as during coronary sinus (cs) catheter placement). The patient subsequently recovered and is scheduled for discharge. Information received indicated that there was one catheter exchange that occurred during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The a manufacturing record evaluation was performed for the finished device number lot 31513044l and no non-conformance related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).